Event description:
During follow-up, high pacing impedance and loss of capture were observed on the right atrial (ra) lead. A lead slack issue was confirmed via diagnostic imaging. The lead was revised to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, high pacing impedance and loss of capture were observed on the right atrial (ra) lead. A lead slack issue was confirmed via diagnostic imaging. No intervention was performed. The patient was stable and there were no adverse consequences.